Manufacturer narrative:
(B)(4). The customer reported that the internal paddles were not functioning. There was no reported adverse pt impact. The customer was advised to perform the continuity check on the paddles and it passed. An fse subsequently evaluated the device and tested the paddles with the defib analyzer. The testing passed. There was no problem found with the paddles. The cause of the reported symptom is unk. The trending data does not support that there is systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. No further communication was requested and none is warranted.

Event description:
The customer reported that the internal paddles were not functioning. There was no reported adverse pt impact.